Manufacturer narrative:
Qc passed. A reagent issue was excluded. A carry-over check was performed and the results were within range. It was noted that the lamp/cuvette exchange was overdue. After service, no issues were reported by the customer. The investigation determined the service actions resolved the issue.

Manufacturer narrative:
The reagent lot number is 772926. The expiration date was not provided. It was noted that there was water overflow in the cuvette. The field service representative found the rinse tube was leaking, which caused improper aspiration from the cuvette. The investigation is ongoing.

Event description:
There was an allegation of questionable cobas creatinine plus ver.2 assay results for 2 patient samples on a cobas c 303 analytical unit. Patient 1: the initial result was 5.47 mg/dl. The repeated result was 0.949 mg/dl. Patient 2: the initial result was 4.41 mg/dl. The repeated result was 0.949 mg/dl. The erroneous results were not reported outside the laboratory. The samples were repeated because the results did not match the patients' previous results.